Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked/buckled and the outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis revealed the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the right ventricular lead had low r-waves when connected to the device. The lead was repositioned several times but the r-waves remained low. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.